Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s high blood glucose level was over 600 mg/dl at the time of hospitalization. Customer¿s blood glucose value was 220 mg/dl. Customer was off the device prior to hospitalization for less than 48 hours. The product will not return for the analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.